Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the needle detached from the sensor. Customer's blood glucose at the time of the incident was 74 mg/dl. Product is expected to return.